Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black lines appeared on the display screen during a diagnostic colonoscopy procedure involving an olympus colonovideoscope. The procedure was completed with the same device. There was no patient injury reported.